Event description:
It was reported that, prior to starting a robotic laparoscopic right hemicolectomy procedure, while the team was inserting the instruments to begin the procedure, the surgeon could not move the instrument connected to an arm cart assembly(aca) from the surgeon console(sc). The instrument was tested in another aca and functioned normally. The team attempted to undock and dock again, and the sterile interface module (sim) was checked, but the inability to move the instrument persisted. The aca was restarted and the sim was changed, after which the system worked. It took 15-20 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the device data logs for the reported arm cart assembly (aca). Evaluation of the device data logs indicate that the aca, prior to insertion, experienced a redundancy error of the fulcrum button's state. This is a non-recoverable error and would prevent position control until the arm was restarted. Error code 'robotic arm monitoring: fulcrum button redundancy check' indicates the redundant inputs on the fulcrum buttons do not agree for greater than or equal to 50 milliseconds. The robotic arm software shall trigger a system recoverable inoperable_error and a subsystem non-recoverable inoperable_error. The aca was then restarted to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition. The cause of this failure could not be determined. However, based on the information provided in the event most likely cause of the event may be due to a robotic arm fulcrum button issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to starting a robotic laparoscopic right hemicolectomy procedure, while the team was inserting the instruments to begin the procedure, the surgeon could not move the instrument connected to an arm cart assembly(aca) from the surgeon console(sc). The instrument was tested in another aca, and functioned normally. The team attempted to undock and dock again, and the sterile interface module (sim) was checked, but the inability to move the instrument persisted. The aca was restarted and the sim was changed, after which the system worked. It took 15-20 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.